Manufacturer narrative:
This report has been identified as event two of b. Braun (B)(4) internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): event 2: disconnection of the connector. During the administration of analgesia the connector is repeatedly disconnected.